Manufacturer narrative:
Section b: date of death estimated as event date. Section d4: model and catalog numbers corrected. Section e1: customer site was (B)(6) hospital at (B)(6) germany. Section g2: report sources corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the date of data collection (01dec2021). Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Al-khusein et al. Bmc cardiovascular disorders (2025). 25:236 https://doi.org/10.1186/s12872-025-04680-1 faculty of medicine, clinic for cardiology, angiology, and intensive care medicine, rwth aachen university, university hospital aachen, aachen, germany no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article titled ¿the impact of preoperative atrial fibrillation on survival and outcomes in heartmate ii and heartmate 3 patients¿ identifying that heartmate 3 (hm3) may be related to atrial infection, sepsis, right heart failure, ischemic and hemorrhagic stroke, pump thrombosis, transient ischemic attack (tia), hemothorax, kidney disease, gastrointestinal (gi) bleeding and death. This was a retrospective study were it was reviewed the medical records of adult patients who underwent heartmate ii (hmii) or hm3 implantation between january 2012 and december 2021. The aim of this study was to evaluate whether preoperative atrial fibrillation (af) affects survival and adverse events during left ventricular assist device (lvad) therapy. The incidence of postoperative pneumonia and sepsis did not differ among the groups. Patients with preoperative paroxysmal atrial fibrillation (paf) or persistent atrial fibrillation (peaf) had a greater incidence of postoperative right heart failure (rhf) than did patients with sinus rhythm (sr) (sr: 7.5% vs. Paf: 13.2% vs. Peaf: 27.8%, p = 0.037). A total of 31.1% of patients with sr, 55.3% of patients with paf and 72.2% of patients with peaf had postoperative kd (p = 0.001). The incidence of postoperative ischemic stroke (is) was significantly greater in both the paf and peaf groups than in the sr group (18.4% vs. 27.7% vs. 6.6%, p = 0.012). The frequency of postoperative hemorrhagic stroke (hs) did not differ among the three groups. The incidence of pump thrombosis also did not differ among the three groups. Patients with pre-operative paf or peaf had a greater incidence of rethoracotomy than did those in the sr group (31.6% vs. 27.8% vs. 12.3%, p = 0.018). Patients with preoperative peaf who underwent lvad implantation also had an increased risk of mortality (hr: 18.68 (8.04¿43.40, p < 0.001)). It was also calculated the average treatment effect (ate) for mortality after lvad implantation, and found that compared with those with sr, patients with peaf had a 54% increased risk of mortality (p < 0.001).